Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-apr-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer had failed. The field service engineer found this issue was due to the tray being pushed too far back in the drawer after being released from the mini engine. Then the fse reinstalled both the mini engine and the tray, ensuring proper alignment and secure connection. Customer reloaded the medication and tested and confirmed there were no further issues. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es drawer had failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.